Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they just landed in amsterdam and the keypad on the insulin pump was not working and could not clear the alarm stuck button alarm . The customer's blood glucose level was unknown. Customer stated they did press a button down for 3 minutes or longer. Customer stated they were not able to clear the alarm. The customer also mentioned that the insulin pump screen was blank and the sticker at the back was already worn out. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.